Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they have no further details regarding the revision surgery or any upcoming appointments regarding this event. The patient was to call their healthcare provider (hcp) office to verify their insurance before they could send the referral over to the surgeon. The cause of the loss of stimulation/high impedance was not determined. The plan that was discussed was for the patient to have a revision of her leads. As stated above, the referral for this is being sent to their surgeon. The issues has not been resolved and device is currently implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller reported seeing settings not available message yesterday. Agent reviewed information & meaning of the message.  The patient was redirected to their healthcare provider to further address settings not available message. Additional information was received from a manufacturer representative (rep). Rep reports observing high impedances: electrode 0-40,000 electrode 1 34,420 electrode 2 40,000 electrode 3 21,200 electrode 4 40 ,000 electrode 5 25,430 electrode 6 23,790 electrode 7 37,910 electrode 8 39,810 electrode 9 21,650 electrode 10 22,850 electrode 11, 12, 13, 14, 15 40,000. Rep reports the patient also experienced a loss of stimulation. Rep reports troubleshooting by attempting to use electrodes 3, 5, 6, 9, and 10  but was unable to get the stimulation in area of patient's pain. Rep reports the issue was not resolved and the patient denies any fall or trauma that may have led to the high impedances. Patient only reports having gotten a massage recently. Rep notified the patient's managing hcp of the issue and the hcp is going to refer the patient to another doctor for a revision if the patient's insurance allows.